Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer's insulin pump was missing a bolus in the insulin pump history while troubleshooting for low blood glucose, and the boluses were not being recorded in the history. The customer's blood glucose was 237 mg/dl. The customer stated that he attempted to bolus three times and none were recorded, but his blood glucose went down, so he believed insulin was delivered. The custoemr stated he did not forget to fill the dead space in the cannula after removing the introducer needle. A displacement test was performed and passed. Nothing further was reported.